Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was repaired at the user facility and was returned to clinical service. If the device is received, a f/u report will be submitted. This reports represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.